Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a pd transfer set separated. When the caregiver attempts to disconnect the patient from the patient line, the dark blue tip (female connector) is "unscrewing" from the light blue main body. The set was changed. Alcavis is used to disinfect despite knowledge to the contrary. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B5: the facility uses alcavis to disinfect prior to disconnection. The nurse stated their facility decided they would continue using alcavis, despite receiving instruction not to use bleach product in a baxter device correction communication. H9: 2314912-12/22/21-001-c. Should additional relevant information become available, a supplemental report will be submitted.:

Manufacturer narrative:
H10: the device was received for evaluation. During visual inspection a separation was observed between the female connector and the main body. The set underwent functional testing including leak, clear passage and clamp functioning testing and the device performed according to specifications. The reported condition was verified. The cause of the condition was due to an inadequate solvent bond between the female connector, insert chip, and main body during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.